Event description:
Reporter alleged discrepant back to back results of 83 mg/dl versus 504 mg/dl when testing was performed 5 minutes apart. Customer stated after the low result being given a piece of candy, however, as a result of the comparison, no actions were taken or treatment reportedly received. Customer indicated being in the hosp previous to the testing for a condition not related to diabetes. A request was made for the return of the suspect device and replacement product was sent.